Event description:
It was reported by the affiliate that when the device, with reload cartridge, was used during a total gatrectomy procedure, it produced an incomplete staple line. The case was completed with a similar product. There was no consequence to the pt.